Event description:
It was reported that the programmer was generating an "overheating" error and it was further noted that one fan was not working, and that the printer did not print. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device had a printer overheat message, a capacitor on the mother board was burnt. It was also noted that the system fan was noisy.